Manufacturer narrative:
(B)(4). Batch # u93166. Date of event is 2020. Event day and event month were not reported. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed seven conforming clips; however, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components, the device was disassembled, and the ratchet pawl was found out of position, causing the failure of the lockout feature. The device performed without any difficulties noted. No conclusion could be reached as to what may have caused this condition. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the el5ml couldn't fire. It is unknown how the procedure was completed. There were no patient consequences.